Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 04-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was scheduled for a lead revision on (B)(6) 2019 due to a lack of coverage and pain relief on her left side. The patient didn't report any traumas or falls. An impedance checked returned all 16 electrodes to be within normal limits. No further complications were reported.